Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned, the impactor cap is cracked. Dimensional measurements are conforming to print specifications. The device exhibits wear & tear that indicates successful use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
(B)(4). The product has been returned for analysis and the investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that the impactor cracked during impaction of cup. There was no patient injury or significant delay reported as a result of the event and the procedure was completed successfully.